Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Same patient as MDR ID #: 2134265-2012-04068. It was further reported that the index procedure identified a 75-80% stenosed, very long, diffuse lesion located in the left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5mm balloon and a 2.5x20mm taxus drug eluting stent was placed in the mid segment. Residual stenosis remained, therefore, a 2.75x20mm taxus drug eluting stent was placed overlapping. Both stents were well expanded. The vessel was patent. The patient was discharged two days later on medical therapy. The patient presented in (B)(6) 2007 with st elevations and cardiac enzymes consistent with an acute anterior myocardial infarction. Coronary angiography showed a 50-60% ostial stenosis of the lad with an occlusive thrombus in the proximal portion of the previously placed stent in the lad. Thrombectomy was performed in the proximal stent and the lad was pre-dilated. A 3.0x16mm liberte stent was implanted at 20atms to treat the lesion with excellent results and no residual stenosis. Another manufacturers' 2.5x12mm stent was deployed in the distal lad with excellent results. The patient was discharged on medical therapy.

Manufacturer narrative:
(B)(4).